Event description:
It was reported that upon interrogation, the atrial lead exhibited a sensing anomaly and noise episodes. No intervention was performed. The lead remained implanted. The patient would continue to be monitored.